Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. The patient described the area as broken skin with blisters that are red, bruised, burning, itchy, and red. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended to apply neosporin for the skin irritation. The outcome of the irritation is unknown.